Event description:
It was reported that the temperature doesn't rise. Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the device failed to heat within specification. Additionally, a hose disconnect alarm was activated during occlusion testing. The investigation traced the issue to the device heater which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device heater was replaced, and the device passed all testing.